Manufacturer narrative:
Since no device information is provided, the exact recall number is unknown. Possible recall numbers include z-1972-2021, z-1973-2021, and z-1974-2021.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information "provided photographs of device components showing foam degradation". Allegation of patient harm has been reviewed by the clinical expert and assessed. There is no allegation of serious or permanent harm or injury. No medical intervention was specified as required by the patient. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. No device information was provided with this complaint. At this time, no further investigation can be requested at this time. If any additional information is received, a follow-up report will be filed. A report will be filed with all applicable regulatory agencies.

Manufacturer narrative:
The manufacturer previously reported in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information "provided photographs of device components showing foam degradation". Allegation of patient harm has been reviewed by the clinical expert and assessed. There is no allegation of serious or permanent harm or injury. No medical intervention was specified as required by the patient. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. No device information was provided with this complaint. At this time, no further investigation can be requested at this time. If any additional information is received, a follow-up report will be filed. New information in regard to the "plaintiff" and device has been received. The information in all relevant fields has been updated in this report. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete. Further review since the discovery of the device information revealed that this issue has already been reported on 07/28/2021 MDR (B)(4) and 04/19/2025 MDR (B)(4). This report is being closed as a duplicate.

Manufacturer narrative:
The manufacturer previously reported in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information "provided photographs of device components showing foam degradation". Allegation of patient harm has been reviewed by the clinical expert and assessed. There is no allegation of serious or permanent harm or injury. No medical intervention was specified as required by the patient. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. No device information was provided with this complaint. At this time, no further investigation can be requested at this time. If any additional information is received, a follow-up report will be filed. New information in regard to the "plaintiff" and device has been received. The information in all relevant fields has been updated in this report. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.